Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted. The t:slim insulin pump user guide indicates that novolog was tested for up to 72 hours.

Event description:
Rec'd info stating customer rec'd an occlusion alarm. The customer's blood glucose level was impacted with ketones. Reportedly, the customer had reused cartridges and was drawing insulin out of the cartridge and putting back in the insulin vial.